Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 25.5 mmol/l at time of incident. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use the auto mode feature. Customer treated for high blood glucose with needles. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to test insulin pump. Customer stated that the battery was stuck and they were unable to remove the battery cap on their insulin pump. The customer stated that after troubleshooting they were able to remove the battery cap with the belt clip. The device will not be returned for analysis.